Event description:
It was reported that the programmer would not power on. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer does not power up/turn on; power supply found out of electrical specification. Printer drawer is broken.